Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation reviewed the system's alarm trace and a high amount of abnormal aspiration alarms were found, which are indicators of possible preanalytical handling issues. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 362 mg/l (with a data flag). The sample was automatically diluted and the result was 34.9 mg/l. The sample was repeated and the result was 366 (with a data flag). The sample was automatically diluted and the result was 392 mg/l.

Manufacturer narrative:
The qc data demonstrated imprecision. The field service representative checked and replaced the sample probe. No improvements were observed. The investigation reviewed the preanalytic's and found that 5 ml bd advanced sst ii tubes with separation gel were used and the centrifugation time is only 5 minutes at 2880 g, which is likely insufficient. The issue is consistent with inadequate preanalytical handling. No general product issue was found, the product meets specification.